Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent cannula. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was sent to the emergency room (ER) due to hyperglycemia. The patient woke up around 9-10am at 400 mg/dl and they treated him throughout the day including a manual injection. Around 12:30-1pm the patient read high (>500 mg/dl), so they took him to the ER where the doctor gave him insulin and fluids. They were in the ER for 5 hours before being discharged, with a new pod being applied. They only discharged him once he was stabilized. The cannula was bent when the doctor removed it from the arm in the ER.